Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "5mm linear tear on the outer lumen" split on the outer shell. Device not implanted.

Event description:
Healthcare professional reported "5mm linear tear on the outer lumen" split on the outer shell. Device not implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold. Leak test and microscopic analysis was performed which identified, device no leakage and bumps on the outer shell surface was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is bumps on the outer shell surface were observed, this is assessed as a workmanship per qa199.01, code bu. Additional, changed, and/or corrected data: a4, h3, h6.

Event description:
Healthcare professional reported "5mm linear tear on the outer lumen" split on the outer shell. Device not implanted.

Manufacturer narrative:
Fi summary: per the review of the risk documents, the event of vulcanization mark is a known event for which manufacturing process controls and inspections are established to reduce the incidence of this defect. This event is categorized as monitor in the residual risk region. Furthermore, a review of all vulcanization mark complaints for saline breast implants that have been manufactured in the last 2 years (from aug 2020 through jul 2022) was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Additionally, this event was reviewed with the saline assembly and primary packaging personnel in order to increase awareness of the vulcanization process and potential defects that may occur along with the quality controls and inspections in place. See "manufacturing personnel review" attached in supporting documentation grid. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. However, vulcanization mark events will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data.